Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting - post-anesthesia a da vinci-assisted radical salvage prostatectomy surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the insertion axis on universal surgical manipulator (usm3) was very hard to move. The customer indicated that only usm3 was affected and that the drape had already been replaced with no change. The tse guided the customer through an emergency power-off restart, which did not improve the issue, and the customer reported that nothing appeared obviously broken and no error messages were displayed. The tse reviewed the system error logs and did not find any related faults. It was identified that the customer was attempting to use the insertion axis before docking the trocar and endoscope, so the tse instructed the customer to attach both and try again, but the insertion axis remained difficult to move. The customer was uncertain how to proceed and planned to consult the surgeon, while the tse suggested swapping to another available patient side cart (psc) since multiple systems were on site. Later, it was communicated that the surgery would not be postponed or converted because the customer obtained a psc from another operating room to proceed as planned. The procedure was converted to another dv system with not reported injury. Isi followed up with the initial reporter and obtained the following additional information: at the time the event occurred, a radical prostatectomy was being performed, and the patient was under anesthesia. The total operative time was about 120 minutes, with the operation extended by less than 31 minutes as a result of the issue. There were no intra or postoperative complications due to this delay, and according to the surgeon, the event had no effect on the patient's health. The surgeon also indicated that there is no concern about the procedure delay causing any long-term complications with the patient.